Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the patient contacted animas and alleged the animas pump had caused her to go into "coma" and that she was treated at the ER but not admitted. She was transported to ER, unconscious, with a blood glucose (bg) of 20 mg/dl. She was treated and discharged on insulin injections. Additional information was received from the physician on (B)(6) 2014: on (B)(6) 2014, still off the pump, patient was admitted to a different hospital for hyperglycemia with a bg of 292 mg/dl. Symptoms were not provided. Patient remains in hospital being treated with IV fluids, insulin injections, and IV glucose. This complaint is being reported because a patient on pump therapy experienced bg excursions requiring hospital care, and the pump cannot excluded as a cause of or contributor to the excursions.